Manufacturer narrative:
Exact date unknown, event occurred within six months of being implanted.

Event description:
It was reported that the patients lead migrated to the surface. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.